Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully performed, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappear.